Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records were reviewed for the locking screw and the distal plate and identified no deviations or anomalies. The material certification indicates that the material from the supplier was conforming to specifications dimensions taken are within specification. The returned locking screw and distal plate has corrosion. This device is used for treatment. A complaint history review was conducted for the devices and found no additional complaints for the same lots. A definitive root cause of the reported issue cannot be determined. This report is 1 of 3 mdrs filed for the same event (reference 1822565-2016-02945, 1822565-2016-02946, and 1822565-2016-04838).

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported two of the screws appeared corroded when removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that one of the screws appeared corroded when removed from the patient.